Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip opening while establishing final arm angle (efaa). It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. A xtw clip was advanced to the mitral valve medial a2/p2. The clip failed establishing final arm angle (efaa) three times. Troubleshooting was performed: unlocked and reopened the clip to 60 degrees and relocked three times, however, the clip would not hold. The clip was removed and replaced with another clip. Two clips were implanted with no reported issue, reducing mr to grade of 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported unintended movement (clip open ¿ efaa) was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. The investigation was unable to determine a cause for unintended movement (clip opening while establishing final arm angle/efaa). There is no indication of a product issue with respect to manufacture, design, or labeling.